Event description:
Implant didn't achieve osseointegration, periodontal disease, diseased mucous membrane, peri-implantitis, mobility. Patient is contacting implants when eating. Same patient as (B)(6).